Event description:
It was reported that pump displayed minimum fill notification while customer attempted to load cartridge containing more than 200 units of insulin, with 48 units used three times to fill tubing and 130 units remaining as usable insulin. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case, cleaned pneumatic tap area as instructed, and reloaded same cartridge without success, after which technical support guided loading of new cartridge using proper technique, which resolved issue and allowed customer to resume insulin delivery, and goodwill replacement cartridges were arranged upon customer request.